Event description:
It was reported that during a robotic nephrectomy procedure, the surgeon closed the closing trigger and a crack sound was heard. It would not fire; they had a hard time closing the closing trigger. It was stuck on tissue. They pried it off. A new device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged, it is possible that the device was fired on thicker tissue then intended causing the device to fail. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.